Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient reported getting tangled with mobile power unit (mpu) cord and having no external power alarm. This matched the history; however, then patient continued to have additional no external power alarms starting from midnight all the way up to 7-8 am (intermittently of course). Patient was not always the best historian. Patient was seen routine outpatient clinic visit, stable, no issues. The log file showed a number of no external power events on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. The log file also captured a no external power event on (B)(6) 2019 due to simultaneous power lead disconnects while the patient was switching power sources. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via evaluation of the submitted log file. The log file contained approximately 12 hours of data (23:35:20 on (B)(6)2019 ¿ 10:19:07 on (B)(6)2019 per the timestamp). The log file captured intermittent no external power alarms associated with temporary losses of power from the mpu on (B)(6)2019 from 0:08:04 to 7:31:32. The alarms cleared each time when power from the mpu was restored. An additional no external power alarm was active on (B)(6)2019 from 7:21:43 to 7:21:48 due to both system controller power cables being disconnected. The system controller backup battery supplied power to the system without issue during the losses of external power. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided indicated that the no external power alarm was due to the unit being unplugged from the wall. The root cause of the reported event was determined to be the mpu ac power cord being unplugged from the wall. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. In the event that the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was later reported that the no external power alarm was due to the unit being unplugged from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.